Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, sion blue, guide catheter: heartrail il4.0. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed; however, there was a leak in the distal tip seal. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported event for this lot. A review of the complaint handling database was performed and identified no similar events for this lot. Although a product issue was identified, it does not appear to affect a larger population. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the proximal circumflex artery with mild tortuosity, moderate calcification and 90% stenosis, pre-dilatation was performed with a 2.5 mm non-abbott balloon catheter. Additional dilatation was then performed with a 3.0 mm non-abbott balloon catheter. A 3.0x23 mm rx xience xpedition stent delivery system (sds) was advanced without resistance and the balloon was inflated; however, the balloon ruptured during the first inflation at 14 atmospheres. The stent was implanted but was not fully apposed to the vessel wall. The sds was withdrawn without resistance from the patient anatomy. The 3.0 mm non-abbott balloon catheter was advanced and post dilatation was performed to fully appose the stent to the vessel wall to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.